Event description:
It was reported that during catheter insertion, irrigation flow was not observed, and despite removing and reinserting the catheter, no irrigation flow could be established. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.